Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2017-00119.

Event description:
It was reported that a torque limiting handle malfunctioned and a final driver broke while being used together to final tighten a blocker during surgery. A second final driver was used to complete the procedure. There were no reports of patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
The returned torque handle was evaluated. The torque output was found to be within specification and no malfunctions were found. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a torque limiting handle malfunctioned and a final driver broke while being used together to final tighten a blocker during surgery. A second final driver was used to complete the procedure. There were no reports of patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
The handle was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The handle was not returned for calibration from the user as per the manufacturer's notifications, and the handle was used two months beyond its calibration date at the time of this event. However, no results are available and no conclusions can be drawn since the handle was not returned for evaluation. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.